Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 134 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and had manual injections available as alternate insulin therapy.